Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. The patient stated that due to experiencing a loss of signal, they became extremely dehydrated and drove to the hospital. The patient stated that they could not hold any liquids down and indicated that this was induced by high blood sugar. The patient stated that they were treated with intravenous (IV) fluid therapy at the hospital and was released to go home. At the time of contact, the patient stated they felt weak and tired. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.